Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer reported that all their sets are recalled, they need some emergency supplies and she has been having low blood glucose. The customer stated that to treat for the low blood glucose, the patient tried glucose tablets and then if that doesn't work they drink juice. The customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.